Manufacturer narrative:
The stent remains in the pt. The lot history record was reviewed and there are no non-conforming material reports associated with this lot number.

Event description:
Study event. Device malfunction: none. Symptoms/ae: hyperfusion syndrome. Time of symptoms: after procedure. It was reported that 21 days post an uneventful right internal carotid artery stenting procedure, the pt experienced right eye droopiness and right sided headaches. A head CT scan was performed which revealed no intracranial process. The physician feels this event to be mild hyperfusion syndrome related to the procedure. The pt's condition is continuing and improved. Although requested, there is no add'l info available.